Event description:
Information was received based on review of a journal article entitled, "minimally invasive oxford phase 3 unicompartmental knee replacement." This prospective study describes the outcome of the first 1000 phase 3 oxford medial unicompartmental knee replacements implanted using a minimally invasive surgical approach for the recommended indications by two surgeons and followed up independently. A patient was identified in the article that underwent partial knee arthroplasty on an unknown side on an unknown date. Patient follow-up results provided at 1.8 year post-implantation indicates patient underwent a revision surgery on an unknown date due to pain. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Information was received based on review of a journal article entitled, "minimally invasive oxford phase 3 unicompartmental knee replacement." This prospective study describes the outcome of the first 1000 phase 3 oxford medial unicompartmental knee replacements implanted using a minimally invasive surgical approach for the recommended indications by two surgeons and followed up independently. A patient was identified in the article that underwent partial knee arthroplasty on an unknown side on an unknown date. Patient underwent a revision procedure 1.8 years post-implantation due to pain. During the revision, patient was revised to a total knee system. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date/lot number - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by h pandit in bone joint surg (br} 2011;93-8:198¿204. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02246 which referenced a journal article written on a study that this patient took part in.